Manufacturer narrative:
The unit alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. Analysis was unable to verify the excessive no delivery alarm or complaint of the reservoir showing more units than the units left on the status screen due to a motor error alarm. Also, analysis was unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to a motor error alarm. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked end cap on the battery tube side, and a minor scratched lcd window.

Event description:
The customer called to report a hospitalization on (B)(6) 2015 due to low blood glucose levels. The customer also reported that the device had alarmed no delivery and there was a crack on the bottom of the insulin pump. The customer's reading was 20 mg/dl at the time of admission, but was 121 mg/dl at the time of call. The customer's reading was 58 mg/dl the morning of this call and had treated with food and sugar. During troubleshooting, the customer stated that the crack was near the drive support cap and that the reservoir showed more insulin than what was on the display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.